Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported and associated with mdrs #1225714-2013-00349, 1225714-2013-00350, 1225714-2013-00352.